Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp standard bore catheter extension set separated. The tubing was observed leaking when it separated at the junction where the luer locks on it. There was no patient involvement. No additional information is available.